Event description:
It was reported that prior to a stent placement procedure, the locking pin allegedly fell off. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issues. Investigation summary: the sample was not returned for evaluation, and the outer part of the safety lock slider was found separated from the inner part of the safety slider at the welding joint. Damage was not observed prior to unpacking. The investigation leads to confirmed result for failure of a welding joint. Based on the investigation of the provided information, the investigation is closed as confirmed for separation of the safety slider at the welding joint. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use state: 'unlock the safety lock slider by pulling it back towards the wheels from the locked position into the unlocked position. Ensure that the red safety lock slider is completely pulled back' and 'examine the stent system to ensure it has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used. Verify that the safety lock slider is still in the locked position'. H10: b5, d4 (expiration date: 03/2026), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that prior to a stent placement procedure in the superficial femoral artery, the locking pin allegedly fell off. The procedure was completed using another device. There was no patient contact.